Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was implanted within the patient's colon on an unknown date. According to the complainant, the wallflex had been implanted for two weeks; however it failed to open. On (B)(6), 2012, the patient presented to the hospital with obstructive symptoms. Reportedly, the stent itself was not occluded or blocked, but because the stent did not fully expand, the patient experienced obstructive symptoms. The exact symptoms could not be verified. The nature of the patient's colonic stricture could not be confirmed. The physician placed a wallstent within the wallflex, which resolved the patient's symptoms. The patient was reported to be in stable condition post procedure.

Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore the manufacture date and expiration date are unknown. However the complainant stated that the device was used prior to the expiration date.the exact implant date could not be confirmed; however it was reported to be approximately two weeks prior to the event date ((B)(6), 2012).(B)(4).the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.